Event description:
Customer reported an ongoing readings issue with his adc blood glucose meter, stating his meter consistently provided high results that he perceived to be inaccurate. Customer reported that on (B)(6) 2015 he awoke around 1:00 pm, took a shower, and his friend found him "having a seizure and passed out" around 2:00 pm customer's friend carried him into the room, called the paramedics, tested the customer and obtained an adc meter reading of 158 mg/dl. Paramedics arrived between 2:30 pm- 3:00 pm and a blood glucose result of 16 mg/dl as reportedly obtained on the paramedic meter. Customer was administered glucagon and unspecified intravenous treatment. Customer further reported receiving an adc meter reading of 489 mg/dl at 3:12 pm on the same day that was higher than he felt, reporting he received third-party treatment however no details pertaining to that event were provided by the customer. Customer additionally reported that on (B)(6) 2015, he was at work when he began to experience symptoms described as heavy sweating, shaking, and the inability to speak. An adc meter reading of 486 mg/dl was obtained, followed by a reading of 492 mg/dl, which were both higher than the customer felt. Customer's coworker transported him to a local hospital where a reading of 64 mg/dl was obtained on the hospital meter.

Manufacturer narrative:
Customer was diagnosed with hypoglycemia and treated with "tubes like sugar paste", grape juice, and crackers. An adc meter reading of 200 mg/dl was obtained as well but it is unknown if the reading was obtained before or after treatment. There was no report of death or permanent impairment associated with this event. The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.